Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.